Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Clinical narrative: a 61-year-old male patient with an unknown past medical history underwent implantation of an impella cp device for temporary mechanical circulatory support due to cardiogenic shock secondary to an acute myocardial infarction. The impella cp was implanted percutaneously via the femoral artery prior to percutaneous coronary intervention (pci) to the left main and left anterior descending arteries, which were treated with stent placement. At the time of impella cp initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) shock stage c. The final scai shock classification was unnoted. Following impella implantation, a computed tomography (CT) scan revealed a traumatic subarachnoid hemorrhage (sah). The treating physician documented that the sah occurred as a result of trauma sustained when the patient collapsed during cardiac arrest and was not related to the impella device. The patient was managed with both extracorporeal membrane oxygenation (ECMO) and impella support. However, due to a lack of anticipated cardiac recovery and the presence of sah, further escalation of care was not pursued, and care policy was adopted. The patient¿s cardiac function continued to decline secondary to systemic circulatory failure, and the patient ultimately expired due to multiple organ failure. The cause of death was reported to be unrelated to the impella device. Additional information documented that the sah was temporally associated with the patient¿s collapse at the time of cardiac arrest and was not caused by the impella device. The impella cp reportedly had a persistent ¿pump position in aorta¿ alarm. The pump position alarm occurred while the device was positioned in the aortic region. Although ultrasound evaluation did not demonstrate any abnormalities, the alarm persisted. Per the information at hand, no specific intervention was performed to address the alarm, and impella support was continued despite ongoing low cardiac output. The alarm remained unresolved until device removal. At the time of explantation, no thrombus was identified within the cannula. Based on the available information, the patient's underlying condition contributed to the demise outcome (systemic circulatory failure resulting in multiple organ failure in the setting of severe cardiogenic shock and lack of cardiac recovery). The traumatic subarachnoid hemorrhage occurred secondary to collapse during cardiac arrest and reported to be unrelated to the impella cp device.

Manufacturer narrative:
Corrected information has been provided in d1 and h3 organ failure: the cause of the injury was not determined due to insufficient clinical details. False alarm: since data logs were not available for investigation and returned product did not exhibit any defects, the cause of the false alarms could not be determined.